Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No button error alarm or vibrating anomalies could be verified due to the blank display. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, broken broken belt clip slot and cracked reservoir tube lip.

Event description:
It is reported that the customer had high blood glucose levels of 255 mg/dl. The mother of the customer reported receiving a button error alarm from the insulin pump. The mother of the customer reported that her daughter had jumped in the pool containing water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.